Event description:
Pt was admitted to hosp for bilateral breast augmentation. During the procedure the pt sustained a one millimeter burn to the nipple area from the cautery tip. The surgical team examined the cautery tip. Believed there was a break in the insulation of the tip.